Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the insulin pump had alarmed for no delivery. The blood glucose had run as high as 400 mg/dl. The alarm had been a past event and was resolved with a complete set change. The caller stated that the high blood glucose was treated with the insulin pump and once with a manual injection. The insulin pump was not replaced or returned for analysis.